Manufacturer narrative:
The customer and service maintenance are complete according to the specification. A review of the alarm trace revealed a sample air bubble alarm. The investigation did not identify a product problem. The most probable root cause is the sub-optimal sample quality (bubbles). Correct pre-analytic sample handling is within the customer's responsibility.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The qc was within range before sample measurement. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result for a patient sample tested on a cobas e 801 analytical unit. The initial result was 20.4 ng/l. The sample was repeated multiple times, and the results were 9.69 ng/l, 9.92 ng/l, a data flag with no numerical result, and 8.95 ng/l.